Manufacturer narrative:
The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing, causing the formed needle to not fully retract. During leak test, fluid was found leaking through a tear on exposed portion of soft cannula, where the tip of exposed formed needle rested. This led to insulin leaking from the pod during wear. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 336 mg/dl, while wearing the pod between 24 and 36 hours. A correction bolus was administered using the pod, but the bg levels did not decrease. Insulin was noticed to be leaking out. A manual insulin injection using a pen was administered to treat the hyperglycemia.